Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "ir", 10 mm, 30° had a light guide connection part broken off. The issue occurred during reprocessing after a diagnostic laparoscopic liver resection procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found scratches on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.